Event description:
It was reported, that during a da vinci-assisted surgical procedure. The surgeon stated, that they have been having vessel sealer issues. Surgeon stated, that he would have to release tissue and fire the vse a second time for it to work properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting, that they have been having vessel sealer issues. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue. The fse replaced the e-100 generator as a precaution. The vessel sealer instrument was check on the e-100 and erbe units and worked. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.